Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The blade was also found to be gouged at the tip. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Damage to the blade can affect accuracy of the att tone, possibly resulting in longer than necessary activations. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or activating the device with a damaged or melted tissue pad that exposes the clamp arm (resulting in metal to metal contact).

Event description:
It was reported that during a colectomy procedure, the teflon pad broke in two and fell into the body cavity. Pieces were retrieved successfully. Surgeon did not swap with a new device and used a monopolar hook to finish the case. No adverse event to patient. Case delayed by five minutes.